Event description:
A pt reported experiencing inaccurate high results with an ot basic ifd meter. The pt's blood glucose results were 400mg/dl (this was the only result provided in the reported issue notes). Tests were done less than 10 minutes apart with a difference greater than 20%. Pt did not experience any adverse events. No further info has been reported.